Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pm009 interrupt af clinical study, patient ID: (B)(6). It was reported that after an ablation and mapping procedure the patient reported experienced bruising from "her belly to her ankle". No interventions or diagnostic tests were performed. The event is considered ongoing. The catheter is not expected to be returned as the bruising onset after the procedure had been completed. It was further reported that the patient was given medication. The type of medication was not specified. Blood work was taken, ECG readings were collected and a ultrasound was performed.

Event description:
Pm009 interrupt af clinical study, patient ID: (B)(6). It was reported that after an ablation and mapping procedure the patient reported experienced bruising from "her belly to her ankle". No interventions or diagnostic tests were performed. The event is considered ongoing. The catheter is not expected to be returned as the bruising onset after the procedure had been completed.

Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #." It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pm009 interrupt af clinical study, patient ID: (B)(6). It was reported that after an ablation and mapping procedure the patient reported experienced bruising from "her belly to her ankle". No interventions or diagnostic tests were performed. The event is considered ongoing. The catheter is not expected to be returned as the bruising onset after the procedure had been completed.

Manufacturer narrative:
UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. Detailed product information was not provided to bsc. Good faith effort to obtain the information has been performed, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.